Manufacturer narrative:
An event regarding revision surgery due to fracture of the stem extender and the mrh femoral component boss was reported. The event was confirmed via the photographs of the explanted component provided. Method and results: device evaluation and results: photographs of the explanted femoral component were provided. The tip of the boss of the femoral component appears to be fractured. The fractured threaded section of the stem extender component remains in the boss. The femoral component remains assembled in the construct in the photograph provided. Medical records received and evaluation: insufficient medical records were provided for review. Clinician review of the medical records provided concluded: failure mode is certainly procedure-related because related to surgical technique of reconstruction of bone defects although the details remain obscure due to lack of adequate information. Early post implantation x-rays would be required to solve further details of the failure scenario. From the patient perspective there is no info and this pi case is certainly not device-related. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Information such as evaluation of explanted components and early post implantation x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by (B)(4). If additional information becomes available, this investigation will be reopened.

Event description:
Right revision. Patient had a femoral component that broke in half. The implant date was in 2004. There was no delay in surgery. Mrh femur, grms proximal tibia. Update: as per medical review the stem broke not the femoral.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Right revision. Patient had a femoral component that broke in half. The implant date was in 2004. There was no delay in surgery. Mrh femur, grms proximal tibia.